Event description:
Related manufacturer reference number: 2017865-2022-05244. It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead was experiencing over-sensing noise due to automatic mode switch. The right ventricular (rv) lead was bound together with the ra lead. Both the ra and rv leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was ¿during extraction it was found that the a and v lead were bound together by calcium and scar. Therefore, explant of both leads were unavoidable¿. A complete lead with stylet inserted was returned in one piece. Electrical testing and visual inspection found no anomalies only those consistent with procedural damage.